Event description:
It was reported that during an angioplasty procedure, the balloon fibers allegedly unraveled. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas pta dilatation catheter was returned for evaluation. It was returned with the fibers unraveled and wrapped around the balloon in multiple segments. No other anomalies were noted to the device. No functional testing performed due to the condition of the sample. One electronic photo was also provided for review. The photo shows an atlas device in a plastic bag. No anomalies can be noted to the device due to the condition of the photo. Therefore the investigation is confirmed for the reported unraveled fibers, as unraveled fibers were noted during the evaluation. A definitive root cause for the unraveled fibers could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 03/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure, the balloon fibers allegedly unraveled. There was no reported patient injury.